Event description:
Reportedly, a 25 mm mitral valve was explanted after approximately 1 years due to severe tricuspid regurgitation. The customer report states "the patient was implanted with magna mitral valve ((B)(4)) in tricuspid valve position 1 year ago. She came back to hospital. Echocardiogram showed residual severe tr, mild to moderate residual mr from anterior mv cleft. Diagnosed tv dysfunction, the patient received an operation to redo tvr with porcine valve. It was found the magna valve one leaflet was degenerative while the other 2 were normal. The patient is (B)(6). This event was the third time of open heart surgery. The first surgery was done in 2002, closure asd , mv repair and tvr with mechanical valve. The second time in 2012. Redid tvr with bovine valve (magna)."

Manufacturer narrative:
Probable cause for reported regurgitation could be confirmed by visual observation. As received, host tissue folded the free margin of leaflet 2 onto itself by approx 3mm, thus leading to a gap at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 10mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was moderate at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 6mm on the outflow aspect. Host tissue also fused leaflets 2 and 3 at commissure 3 by approx 7mm on the inflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated no visible damage to wireform. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. In this case, heavy host tissue overgrowth fused leaflets 1 and 2 thereby leading to stenosis which caused the regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the heavy host tissue overgrowth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Device was returned for evaluation to our switzerland facility on (B)(4) 2013. The evaluation is anticipated pending receipt of the product in our product evaluation lab in (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Request has been made for the following: patient h&p, explant operative report, pre-op echo on cd, discharge summary (when available); records regarding earlier implants/explants and model information, prior operative reports and current status of patient. However, additional requests have not been fulfilled. No additional patient information has been provided. Additional information when received will be reporting on a supplemental report.